Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 500-600mg/dl and customer alleges pump is under delivering. Patient's current blood glucose is 271mg/dl and 225 mg/dl after treating with bolus. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. The device is not expected to be returned for analysis.